Event description:
The international customer reported the ventilator alarmed due to a vent inop data acquisition adc failure. The customer reported the device was in use on a patient and there was no patient harm. A vent inop condition during operation will result in a visual and audible alarm and precludes continued safe operation of the ventilator. The user must provide alternative ventilation and have the ventilator serviced. Completion of device evaluation and service is pending.

Manufacturer narrative:
Completion of service pending.